Event description:
It was reported that patient underwent a femoral fixation procedure on (B)(6) 2015. During the procedure, the piriformis fossa slots of the targeting arm would not fit the larger tissue sleeve. This event caused a delay in the procedure of 35 minutes. The procedure was completed successfully by hand without the guide.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was attributed to design changes that would not allow products made to the old revision to mate with the products made to the new revision. Corrective action was completed to address the reported issue.